Manufacturer narrative:
UDI for concomitant product (c2/d10) - (B)(4). Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient experienced a wound infection at the ins and lead site since the implant. The patient will follow up with the doctor for the final evaluation. The wound was covered with a dressing that is no longer used. A subsequent swab was taken, but the results are unknown. The infection was treated and resolved with antibiotics.